Manufacturer narrative:
Additional information was added to b3, h3, h4, h6, and h11: h4: the lot was manufactured between april 4, 2025 ¿ april 7, 2025. H11: the device was received for evaluation with 102 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, evidence of continuous flow of fluid was observed. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow and large air bubble was observed in the bladder, as a result, fluid was not flowing out from the distal luer of tubing. The issue was observed after filling. The device was filled with fluorouracil (5fu) and saline having a total fill volume of 100ml. There was no patient involvement. No additional information is available.